Event description:
Customer reported that the laser system's touch screen was not working. The customer re-booted the laser but the touch screen still did not work; the laser could not be utilized and the case was completed by turp. There was no report of a patient injury as a result of this event, however the manufacturer is filing this as surgical intervention due to the patient requiring a different procedure as a result of the system malfunction.

Manufacturer narrative:
The laser was serviced at the facility. Manufacturer service engineer ran system tests and verified all software, however could not confirmed the reported event. The laser system top cover assembly/touch screen was replaced as a preventative measure. The service repair was completed, the system tested to specification and released for customer use.